Event description:
The lay user/reporter called lifescan (lfs) on july 26, 2006, and alleged that her daughter's onetouch ultra meter was reading inaccurately low. The medical affairs specialist spoke to the pt on july 28, 2006, and obtained and verified the following info. The medical affairs specialist was also able to obtain some info from listening to the recorded call with the lfs customer service representative. According to the reporter, the pt has been obtaining normal blood glucose results on her meter for the past 6 months. She tests 10 times a day. The pt was obtaining results on her meter ranging from 80 to 140 mg/dl. During this time, she has been experiencing hair loss, frequent urination, increased thirst, abdominal pain, weight loss of 20 pounds, swollen ankles, and no menses for 9 months. The pt has been taking lantus, 20 units before bed and novolog, which is based on the meter results (the reporter did not have the pt's sliding scale). Because of the pt's symptoms, a lab test was performed in 2006, and a result of 650 mg/dl was obtained. Her hba1c was also tested and the result was 18%. Six months ago, her hba1c was 5%. The reporter, who is a family practice physician, advised her daughter to increase her insulin, drink large amounts of water, and to check for ketones after the first lab test. Another lab test was performed the following day, and the result was 450 mg/dl. She stated that she still may need IV fluids, but she is trying to treat her on her own. The pt threw her meter away one day prior, after she obtained the first lab test. The reporter originally thought her daughter may have celiac disease, however, that test came back negative. The pt is currently using a different meter; the reporter does not know the brand. The testing technique was correct and the technique for cleaning the puncture site was correct. The pt threw the meter away; therefore, no troubleshooting was performed. This complaint is being reported, as the pt was obtaining blood glucose results of 80 to 140 mg/dl, while experiencing symptoms that might be related to her being hyperglycemic. She was later found to be hyperglycemic and had an hba1c of 18%. A replacement meter has not been sent, as the reporter did not want to receive one, stating she had extra meters in her office.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in the supplemental report.